Manufacturer narrative:
H6: added component code 515. G1: corrected manufacturing site and address.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement patient medical history includes but is not limited to: end stage renal disease.

Event description:
On (B)(6), 2019 this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent reintervention for a suspected distal type I endoleak and enlargement of the aneurysm. The ipsilateral leg was relined with two additional gore® excluder® endoprostheses and extended coverage to the left hypogastric artery. Angiography performed intraprocedure was unable to visualize an endoleak. The amount of aneurysm enlargement was unknown. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent angiography and a proximal type I endoleak was determined and showed the aneurysm had enlarged to 8cm. The physician is discussing a course of treatment with the patient which may include explant of the devices. It was reported that device apposition is poor at the area of the renal arteries due to calcification of the aortic neck in this area, no device migration reported.